Manufacturer narrative:
(B)(4) edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, approximately 4 months post implant. A carpentier-edwards perimount valve was implanted in an existing 23mm sapien 3 valve. No further information is available at this time.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl 4 months post sapien 3 valve implant cannot be confirmed, but may be related to cardiac remodeling complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards implant patient registry, approximately 4 months post implant, a existing 23mm sapien 3 valve was explanted and a carpentier-edwards perimount valve was implanted in the aortic position. Medical record review revealed during the initial tavr procedure, a 23mm sapien 3 valve was positioned and deployed via transapical approach. Post deployment, good valve placement was confirmed on tee and fluoroscopy with minimal aortic insufficiency. The sheath was removed and the access site was closed. The patient was extubated and transferred to cticu in stable condition. Approximately 4 months post valve implant, the patient presented with symptoms of congestive heart failure and was readmitted to the hospital. The patient was found to have moderate to severe aortic paravalvular leak (pvl) and moderate mitral valve insufficiency. The sapien 3 valve was surgically explanted and the ce perimount valve was implanted. During the same surgery, the patient's native mitral valve was also replaced with a non-edwards surgical mitral valve due to moderate mitral insufficiency. Tee showed both the aortic and mitral surgical valves were in good position with no pvl. The patient was transferred to cticu in stable condition.